Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 1/2ml, 8mm, 30g bd safetyglide insulin syringes in open blister packs from lot # 8325560. Customer states that the barrel is broken. The returned syringes were examined and both exhibited a piece of the barrel broken ranging from the 0-15 unit marking. A review of the device history record was completed for batch# 8325560. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200789164] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure as per investigation completed by manufacturing, "on 03jan2020, holdrege received a photo of (1) 0.5ml 30ga tw 8mm bd safety glide insulin syringe in a blister pak from material 305934, batch 8325560. A review of the photo found a syringe with a broken barrel from the zero line to the 20-scale unit marking. The safety mechanism is still intact to the barrel. The barrel is not bowed nor does the barrel and/or plunger display any damage. From this visual inspection the damage may have occurred at the printer operation. Process: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: none/cannot be determined investigation: a visual inspection is performed every half hour for print and barrel component defects. No documented failures (cracked barrels) at the inspection dial no documented failures (cracked barrels) at the inhabit gate. No documented failures (cracked barrels) at the infeed dial transition. No documented failures (cracked barrels) at the transfer dial to oven or dial oven. There are no l2l dispatches, logbook entries or notifications for missing components from the time that this batch was produced CAPA pr1187550 was opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that 1/2 ml bd safetyglide¿ insulin syringe with attached needle had a broken barrel. This occurred on 2 occasions before use. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1/2 ml bd safetyglide¿ insulin syringe with attached needle had a broken barrel. This occurred on 2 occasions before use. The following information was provided by the initial reporter: broken barrel.